Manufacturer narrative:
The user interface assembly was returned to failure investigation for analysis. The analysis showed that the burn out cold cathode fluorescent lamp (ccfl) backlight caused the dim display.

Manufacturer narrative:
Date of event:(B)(6) 2021 11mar2021 .

Event description:
It was reported to philips that the display is dim. The device was not in use at the time of the event. There was no report of patient impact or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer stated that the screen is dim even at the highest setting. The rse provided the customer with replacement part information for a new user interface assembly to be replaced onsite by the customer.